Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump, alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "downstream occlusion error" was unable to be reproduced. A review of the event history log (ehl) revealed occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream values to be out of specification. The force sensor no-tube calibration and force sensor scale factor calibration require calibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.